Event description:
It was reported that the back nut was missing while the equipment was being inspected at the stryker foreign subsidiary. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
Add¿l info will be submitted when the MFR investigation is complete.